Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log verified the event. Visual inspection and functional tests were performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Sample analysis verified the reported event as system error 2261, system error 0003, and system error 2401, related to software error and the eprom kit was replaced. Sample analysis did not find any other defects during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified failure occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.